Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.58 volts, and a battery status indicator of mol2, after 6 months of service. The device will be scheduled for a replacement, as premature battery depletion is suspected. To date, there have been no reported patient symptoms associated with this clinical observation.